Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2023 patient experienced occipital headache, nausea, left arm pain, weakness, chest heaviness. There were no complaint of visual disturbances, paresthesia, slurred speech or facial droop, complex migraine exacerbated by poorly controlled diabetes. Complex migraine was reported to be resolved on (B)(6) 2023. It is indicated that the complex migraine is possibly related to the study procedure, dapt (dual antiplatelet therapy), study device and to an underlying condition or disease. Computerized tomography (CT) was performed on (B)(6) 2023, results show no hemorrhage. No evidence of acute territorial infraction computed tomography angiography (cta) shows no proximal vessel occlusion or distal vessel cutoff. Prior stenting of left carotid and m1 - no residual/recurrent filling. Normal magnetic resonance (mr) imaging. Patient was given magnesium oxide, sumatriptan, acetaminophen medications. On (B)(6) 2023 nihss 2, nihss 1 later on the same day. It is indicated that patient has a history of migraines/severe headache. The ae outcome is indicated as recovered/resolved. Additional information received on 16-nov-2023 reported that 50-75% stenosis was observed in parent artery at 6m fu, 25-50% stenosis within the subject flow diverter fd at 12m per final core lab results,. The stenosis reported was based on core lab reading, which didn¿t specify intimal hyperplasia and flow limiting. The site reported only 0-25% stenosis in parent artery and within fd at both 6 & 12m. Therefor, it can¿t be confirmed with the site. No neurological deficit or sequelae was reported due to stenosis. No other information is available.

Manufacturer narrative:
B5 executive summary - updated. H6 clinical signs code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received on 16-nov-2023: 50-75% stenosis observed in parent artery at 6m fu, 25-50% stenosis within flow diverter fd at 12m per final core lab results,. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿, 'patient complications' ¿patient neurological deficit¿ and 'non-flow limiting vessel stenosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2023 patient experienced occipital headache, nausea, left arm pain, weakness, chest heaviness. There were no complaint of visual disturbances, paresthesia, slurred speech or facial droop, complex migraine exacerbated by poorly controlled diabetes. Complex migraine was reported to be resolved on (B)(6) 2023. It is indicated that the complex migraine is possibly related to the study procedure, dapt (dual antiplatelet therapy), study device and to an underlying condition or disease. Computerized tomography (CT) was performed on (B)(6)2023, results show no hemorrhage. No evidence of acute territorial infraction computed tomography angiography (cta) shows no proximal vessel occlusion or distal vessel cutoff. Prior stenting of left carotid and m1 - no residual/recurrent filling. Normal magnetic resonance (mr) imaging. Patient was given magnesium oxide, sumatriptan, acetaminophen medications. On (B)(6) 2023 nihss 2, nihss 1 later on the same day. It is indicated that patient has a history of migraines/severe headache. The ae outcome is indicated as recovered/resolved.

Manufacturer narrative:
H3 other text: the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2023 patient experienced occipital headache, nausea, left arm pain, weakness, chest heaviness. There were no complaint of visual disturbances, paresthesia, slurred speech or facial droop, complex migraine exacerbated by poorly controlled diabetes. Complex migraine was reported to be resolved on (B)(6) 2023. It is indicated that the complex migraine is possibly related to the study procedure, dapt (dual antiplatelet therapy), study device and to an underlying condition or disease. Computerized tomography (CT) was performed on (B)(6)2023, results show no hemorrhage. No evidence of acute territorial infraction computed tomography angiography (cta) shows no proximal vessel occlusion or distal vessel cutoff. Prior stenting of left carotid and m1 - no residual/recurrent filling. Normal magnetic resonance (mr) imaging. Patient was given magnesium oxide, sumatriptan, acetaminophen medications. On (B)(6) 2023 nihss 2, nihss 1 later on the same day. It is indicated that patient has a history of migraines/severe headache. The ae outcome is indicated as recovered/resolved.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿, 'patient complications' and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.